Manufacturer narrative:
The field service representative (fsr) installed new level sensors and the unit operated to the manufacturer's specification. The suspect device was returned to the manufacturer for further evaluation.

Event description:
Per clinical review: the manufacturer's clinical specialist spoke with the perfusionist regarding a concern the team had with the level sensing system on their heart lung machine (hlm). The team set up for their cardiopulmonary bypass (cpb) procedure following the conclusion of another procedure. When the perfusionists attach the pads and cables to the system, they run the risk of drying out the gel and the pads becoming slightly disconnected, depending upon the length of time between cases. The facility is not a busy center, therefore it could be a few days before the system is used again for a procedure. The team has been asked to wait to add their level sensing system until the day of the procedure. In addition, the team attaches the level sensing cables parallel to the ground. The operating instructions state the level sensing system should be perpendicular to the ground, as to not add stress to the cable so that it will stay in place. The team has been asked to change the practice of this placement. There was discussion around keeping the level sensing pads and gel within the designated packaging as to keep an eye on the expiration dates. The practice at the institution was to just refill a bin in the perfusion cart. The team has agreed to try and keep the packaging for the pads and the gel together. It was noted that during a procedure on (B)(6) 2020 that the team had audible messaging, but no verbal message in the messaging center of the hlm. The team has agreed to circle back with the clinical staff routinely if this occurs and then go to the aux tab to see if the messaging of the 'level not attached' appears in that area. This incident did not delay the continuation of the surgical procedure. There was no harm or blood loss related to the event.

Manufacturer narrative:
The reported complaint was confirmed. Additional training was provided by the clinical team on proper installation and usage of the level sensors. Per data log analysis, the complaint indicates the issue occurred on (B)(6) 2020. The log shows the system was powered up on (B)(6) 2020 and used several times without power cycling the system. There is no activity in the log for (B)(6) 2020 but it is possible the date is not set correctly on the system. The complaint was the level did not alarm when the level dropped. There is no way to tell from the log if the level is below the sensor unless an alert or alarm occurs. There is more than one instance where the alert or alarm probe became uncoupled and coupled again in the same second. It is possible when this occurs that an alert tone will sound without any indication to the user of what caused the alert tone. The level detection must be turned on for an alert to occur. There are several air detected alerts and alarms in the log indicating the level detection is functional. There are indications in the log that the level sensors are attached to the reservoir sometimes days, or weeks before a case is actually done. During laboratory analysis, the product surveillance technician was unable to verify the reported complaint. The level sensor appropriately alarmed throughout the evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
This complaint is related to (B)(4) / medwatch #1828100-2020-00273.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor did not alarm when the fluid level dropped. The surgical procedure was completed successfully. There was, no blood loss, nor adverse consequences to the patient.